Manufacturer narrative:
The devices for the one malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunction confirmed obstruction of flow. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced obstruction within the device. This information was received from one source. The one malfunction involved one patient with no patient consequences. The weight and age of the male patient was not provided.